Manufacturer narrative:
The device was received for evaluation. During evaluation, downstream occlusion testing could not be performed due to a constant alarm error. A review of the event history log revealed 'downstream occlusion'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device failed downstream occlusion testing. No additional information is available.